Manufacturer narrative:
Hashimoto, t., matsumoto, s., ando, m., chihara, h., tsujimoto, a., <(>&<)> hatano, t. (2017). Cerebral hyperperfusion syndrome after endovascular reperfusion therapy in a patient with acute internal carotid artery and middle cerebral artery occlusions. World neurosurgery. Doi.org/10.1016/j.wneu.2017.11.023. The solitaire device has not been returned for evaluation; product analysis cannot be performed. From the provided information, the patient's post-procedure symptoms are likely procedure-related; the solitaire device successfully revascularized the vessel and the patient's impaired autoregulation in the vasculature ultimately led to chs and ich. The event does not appear to be due to any defect of the solitaire device. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review received report of cerebral hyperfusion syndrome (chs) after solitaire mechanical thrombectomy. The patient had experienced sudden onset of dysarthria and severe left-sided motor weakness. The patient was admitted to the hospital where neurological exam revealed dysarthria as well as symptoms to the patient's left side; nihss was 18. An ultrasonogram showed occlusion of the right internal carotid artery (ica) due to atherosclerotic plaque; no acute intracranial hemorrhage was seen on CT. The patient was diagnosed with acute ischemic stroke. The patient was administered intravenous recombinant tissue-type plasminogen activator. MRI was performed, which showed occlusions of the right middle cerebral artery (mca) and right ica. Transluminal balloon angioplasty of the right ica was performed using another manufacturer's balloon catheter. Afterward, right common carotid artery (cca) angiography revealed occlusion of the horizonal segment of the right mca. A 6 x 30 mm solitaire 2 was used to performed thrombectomy. After the first retrieval, right cca angiography revealed complete reperfusion of the right mca. At that time, the stenotic lesion at the origin of the right ica recoiled and remained severe. Antiplatelets were administered, then a stent was deployed resulting in successful recanalization of the right ica. Head CT immediately after endovascular therapy revealed no evidence of acute ich. Nihss improved to 6. Twelve hours after endovascular therapy, head CT showed acute ich of the right temporal lobe. MRI on the same day showed acute infarction in the right frontal lobe, insular cortex, caudate nucleus,and putamen. The article states the acute ich was seem to be unrelated to the acute ischemic lesions. The article states the acute ich was considered to be caused by cerebral hyperfusion syndrome (chs) after reperfusion therapy. Twenty-one (21) days post-procedure, the patient was transferred to the rehabilitation department to begin inpatient neurological rehabilitation for mild left-sided motor weakness and impaired short-term memory.